Event description:
It was reported to minimed that the customer alleged for a crack in the case, sensor updating error, loss of communication between insulin pump and continuous glucose monitoring system. The customer reported no adverse event. The event involved products mmt-7911na, mmt-1880l and mmt-7020la. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7911na and mmt-7020la. Mmt-1880l was requested for return, and the device returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that, the pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. The electronic assemblies and motor assemblies were inspected, and no anomalies were noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, missing display window cover, cracked retainer, and cracked keypad overlay. The p-cap/reservoir does lock properly. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. Confirmed crack on retainer ring. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.